Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was scratch on the screen, which caused it to peel off. Customer's blood glucose level was 140 mg/dl. The customer states that they cannot read the display. Customer advised that the insulin pump need to be replaced and discontinue the use of insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with missing display window cover and minor scratched lcd window. (B)(4).